Event description:
Pt had chemotherapy infusing that is orange in color. Pt noticed orange drips on the bed sheets and notified the rn. The rn examined the tubing and noticed small drips coming from the y-port of the baxter filter tubing. FDA safety report ID# (B)(4).